Event description:
It was reported in an article following pediatric patients that were implanted with vns, that a patient with generalized epilepsy developed a post-operative wound infection, due to the patient playing with the sutures. The device was removed 2 weeks after implant, and the patient was re-implanted with a new generator 1 year later. There is no allegation of device malfunction. Good faith attempts to obtain additional information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Article: long-term results with vagus nerve stimulation in children with pharmacoresistant epilepsy. Alexopoulos, a. Et al. Seizure 2006 pp.